Manufacturer narrative:
Philips received a complaint on the intellivue mp5 indicating that the speaker did not work and the device was unable to produce sound. A philips remote service engineer spoke to the customer biomed and confirmed the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The customer was provided with the part number for a replacement speaker assembly. The customer has ordered the part to resolve the issue. It has been concluded that no further action is required at this time. The device remains at the customer site.

Event description:
The customer reported a speaker malfunction on the intellivue mp5 patient monitor. No sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement and no adverse event.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016.